Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a left hip implant on (B)(6) 2005. Patient noted that 2 months ago as he got up from using the bathroom he noticed pain. Patient stated his pelvis and femur disconnected. Patient underwent revision surgery on (B)(6) 2018 to stryker devices.

Manufacturer narrative:
An event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem. The event was confirmed by medical review. Method & results: product evaluation and results: visual inspection of the returned device was performed as a part of mar which noted that damage was observed on the distal rim of the head, consistent with contact against the stem. Damage was observed on the taper of the head. This damage was likely from the interaction between the head taper and the trunnion. Debris was also observed on the head. A step was observed on the proximal end of the taper. Energy-dispersive spectroscopy (eds) analysis was performed on head, stem, cable and samples of debris (figures 16 through 21). Elemental constituents of the head included co-cr-mo, which are consistent with astm f1537 alloy. Elemental constituents of the debris from the head included ti-ca-p. Ti is consistent with the stem base alloy. Ca-p is consistent with biological material. The material analysis concluded that damage was observed on the stem trunnion and head taper. This damage was consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: " on (B)(6) 2005 patient underwent a primary left tha. During this procedure the patient sustained a ¿crack¿ in the calcar region of the proximal femur necessitating cabling. The stem was then implanted uneventfully and the patient apparently did well until (B)(6) 2018 when he developed sudden pain after arising from a seated position in the bathroom. Review of x-rays taken about that time reveals dissociation of the femoral head from the trunnion of the femoral stem. The cup and implants are otherwise well positioned and fixed x-rays taken post revision on 7/12/2018 show a modular revision stem in normal position without evidence of mechanical complication. Follow up x-rays taken "on"(B)(6) 2018 demonstrate a minimally displaced trochanteric fracture. Material analysis was performed on the explanted implants. The conclusion of the analysis was that the damage to the stem trunnion was consistent with wear mechanisms caused by loss of taperlock between the trunnion and femoral head leading to cyclic contact between the trunnion and head taper. Review of these records confirms dissociation of the femoral head and stem occurred. Material analysis of the explanted components was performed and determined the root cause of the dissociation and damage to the trunnion and head taper was loss of taperlock between these components." Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were 1 other events for the lot provided. Conclusions: it was reported that the patient stated that his pelvis and femur disconnected. Material analysis of the received device concluded that damage was observed on the stem trunnion and head taper. This damage was consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Debris was also observed on the stem trunnion. Eds showed the stem was consistent with astm f1813 alloy, the head was consistent with astm f1537 alloy, the cable was consistent with astm f90 alloy and the debris was consistent with a corrosion product, stem base alloy and biological material. Medical review of the available medical records by the consulting clinician concluded that "review of these records confirms dissociation of the femoral head and stem occurred. Material analysis of the explanted components was performed and determined the root cause of the dissociation and damage to the trunnion and head taper was loss of taperlock between these components." The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA pr. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Corrective action. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient called stating he had a left hip implant on (B)(6) 2005. Patient noted that 2 months ago as he got up from using the bathroom he noticed pain. Patient stated his pelvis and femur disconnected. Patient underwent revision surgery on (B)(6) 2018 to stryker devices.